Event description:
Related manufacturer reference number: 2017865-2025-17253. It was reported that the patient presented to the hospital for a scheduled generator changeout procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to be removed from the pacemaker header. The rv lead was capped and replaced while the pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to remove the lead from the device header was not confirmed. Only the connector portion of the lead was returned in one piece. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.